Event description:
It was reported that the patient presented to the hospital after receiving shock therapy. The events of what happened prior to the patients hospital arrival were not provided to the treating physician and are unknown. It was reported that while the patient was at home, they received a total of 9 shocks. Upon device interrogation, it was found the device had stored four episodes with shock therapy resulting in a total of 9 shocks provided, and one untreated episode. Further review found oversensing and low r-wave amplitude. The patient also experienced several minutes of recoded asystole throughout these stored episodes. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. During review of the second stored episode, oversensing of a morphology consistent with cardiopulmonary resuscitation (CPR) is observed. Post device check it was reported by the boston scientific representative that the device appeared to be appropriately sensing and functioning as intended. At this time, the device system remains in-service. No additional adverse patient effects were reported.